Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc. Serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having electrode implanted for parkinson's disease. Prior to insertion, hcp observed that the guide wire was not seated inside the electrode properly. His observation is that the guide wire inthis particular electrode was not cut to specifications and is perhaps longer than the manufactured specifications. He deemed this a possible quality issue and did not feel comfortable implanting the electrode. He asked for another electrode and was satisfied with how the guide wire was seated in the electrode and the 2nd electrode was implanted in the patient. Issue is reiterated, rep said the lead stylet would not sit flush, when the surgeon pushed it in, it would pop out again. Surgeon thinks the stylet might be too long or there might be an obstruction in the lead lumen. Rep to send lead back for analysis. Out-of-box issue.